Manufacturer narrative:
Exact date unknown, event occurred one year from the date the manufacturer became aware of the event. Explant date: 1 year ago. Additional suspect medical device components involved in the event: product family: infinion 16 lead kit 50 cm, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17901813/17790832.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.